Manufacturer narrative:
H.6. Investigation summary. "A failure for misidentification was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported an error with identification of panels. A field service engineer (fse) was dispatched to troubleshoot the instrument. The fse arrived onsite and checked the instrument and noticed a misalignment in ring a. The fse made the adjustments and returned the instrument to the customer in working order. The root cause is unknown, this is a confirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of april 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, there was one patient sample identification error. No patient impact reported. The following information was provided by the initial reporter: "panel identification error. Patient sample identification error."

Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, there was one patient sample identification error. No patient impact reported. The following information was provided by the initial reporter: "panel identification error. Patient sample identification error."